Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External and internal inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. The cause could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.